Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not boot up and continuously re-initialized. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined. Additionally, another receiver (part number str-dr-blu/serial number (B)(4)/lot number 5220972) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any error related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event could not be confirmed with the returned product as there was no alleged malfunction to the device.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.